Event description:
The audio bolus button defect was discovered during product analysis investigation on (B)(4) 2011.

Manufacturer narrative:
There is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be torn near the okay button; all keypad buttons were found to be fully responsive. During investigation, the audio bolus button was found to be unresponsive. This complaint was not reported by the user of the device. Unrelated to the button complaints, the pump was found to have a dim display screen. (B)(6) who reported that the rubber keypad cover was damaged.